Manufacturer narrative:
After battery installation, the unit was unable to display anything whatsoever. Upon further examination of the interior of the unit, there is corrosion on electrical board particularly around some components located underneath the ribbon cable which connects electrical board 1 to electrical board 2, and on the back of the lcd screen. Unable to perform the displacement, and self tests due to the blank display. Device received has a crack on the battery tube. In addition to this, there's also a crack on the middle (enter) keypad button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose and insulin pump was exposed to moisture. The customer¿s blood glucose level was 2.9 mmol/l at the time of incident. The customer treated low blood glucose with orange juice and sugar pill. Customer stated the insulin pump has cosmetic damage. Customer stated insulin pump was not drop and did not notice crack until was not working and seen crack on battery side a small crack. Customer declined troubleshoot for fluid exposed to insulin pump and low blood glucose. Salt water was exposed to pump and changed battery twice and all shut down. The insulin pump will not be returned for analysis.